Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The patient was prepped for the procedure and was under anesthesia, but there was no harm to the patient and no intervention was required. The procedure was not repeated the same day but will be rescheduled. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The delivery system and capsule will not be returned for investigation.